Event description:
The customer ran blood glucose tests using 2 contour meters and received readings of 351 and 152mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The meters were replaced.